Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the double valve construction, associated with the tubing and one link set, caused a downstream occlusion alarm. It was further reported that the tubing does not always keep the second spring compressed enough to prevent the downstream occlusion alarms. There was no report of patient injury or medical intervention associated with this event. No additional information is available.